Event description:
It was reported the device had a power on reset due to a parity error. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed a power on reset (por) due to a critical ram parity error that occurred on 2014-(B)(4). It was noted that the por severity is low and the device should be able to fully recover after the reset.